Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was a pipeline failure that occurred when attempting to implant the device in the right carotid ophthalmic artery. The caller reported no harm to patient, and that the pipeline would not exit from its sheath.

Event description:
Medtronic received information that a ped2 pipeline failed to deploy and had resistance in the distal section of the catheter. The healthcare provider (hcp) prepped pipeline shield according to IFU indications, but after flushing the sheath via pressurized heparinized flush connected to the phenom 27 microcatheter and saline was noted at proximal sheath and pusher wire junction. The hcp placed the distal tip of the pipeline shield sheath into a bowl of saline and slightly pushed out the pipeline stent until the ptfe sleeves were exposed and "flipped" the sleeves, retrieving the pipeline shield device and tip coil back into the distal sheath fully to complete the prep. After the pipeline shield 3.5x16 device was prepped as described above and the access was placed: penumbra bmx 96 90cm guide at level of the right cervical internal carotid artery (ica) causing minimal spasm with inserted through the penumbra bmx guide, a medtronic phenom plus intermediate catheter into the vertical petrus of the right ica and the through the phenom plus a medtronic phenom 27 150cm microcatheter into the right proximal portion of the middle cerebral artery. The stryker excelsior sl-10 microcatheter inserted also outside the phenom plus and into the penumbra bmx 96 guide was place mid section within the paraopthalmic aneurysm which would be used to deploy the stryker target xl coils, all the access equipment inserted was connected to a pressurized heparinized flush bag carefully monitored throughout the procedure by the circulating nurse. The medtronic pipeline shield 3.5x16 was inserted into the tuohy of the phenom 27 microcatheter and "hubed" the distal portion of the sheath into tuohy, next the pipeline device was transferred from the pipeline sheath to the phenom 27 microcatheter without resistance. Under flouroscopy the radiopaque tip coil of the p ipeline shield device was visualized at the level of the paraopthalmic aneurysm site as the hcp noted extreme resistance in advancing the the pipeline device via the pusher wire insertion. A torquer was added the the pipeline wire for added leverage to push without avail, after several attempts to adavance the pipeline shield device into position the decision was made to remove the pipeline shield device and phenom 27 microcatheter it was inserted into from the patient with the remaining access equipment remaining within the patient. Noted was the penumbra bmx guide during the delivery of the pipeline slipping back to a slightly more proximal position within the right cervical ica. No pateint issues were noted in the pipeline/phenom 27 removal from the patient. After the pipeline shield was removed from the patient. The hcp deployed the pipeline shield device through the phenom 27 on the back table noting the distal tip of the pipeline shield 3.5x16 appeared to have a slightly "munted" distal portion of the pipeline and remained in this "munted" shape after full deployment into the bowl of saline. A new phenom 27 150cm was used(with same ref# <(>&<)> lot#) and placed through the phenom plus into the position of the proximal portion of the right middle cerebral artery as before. A new pipeline shield device was inserted ped2-375-16 and successfully placed across the right ica paraopthalmic aneurysm and "trapping " the stryker excelsior sl-10 microcatheter in the aneurysm sac. The hcp successfully deployed seven stryker target xl coils within the aneurysm sac to complete the intervention without patient incidence. The catheter was flushed continuously with heparanized saline. The catheter and pushwire were not damaged. After the pipeline shield and phenom 27 microcatheter were removed, the hcp positioned the penumbra bmx guide which had moved into a more proximal position during the pipeline placement, positioned the penumbra bmx 90cm guide more distal to just below the right horizontal petrus of the ica to provide more support for delivery of the new pipeline shield 3.75x16. The patient was being treated for an unruptured, saccualr aneurysm in the right paraopthalmic ica. The max diameter was 10mm and the neck diameter was 4.5mm. The distal landing zone was 3.25mm and the proximal landing zone was 3.6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Platelet assays were 96. No patient symptoms or complications were reported. Ancillary devices: penumbra bmx 96 90cm , ref# (B)(4) lot# h12818 guide catheter, stryker excelsior sl-10 2 tip straight 150cm x 6cm, ref# (B)(4) lot# 23770826( target xl embolic coil delivery) catheter, stryker synchro select standard .014 x 215cm, ref# sstd215str, ref# (B)(4) guidewire

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred in the distal 1/3 segment of phenom 27 150 cm microcatheter. It was noted that the pipeline never left the phenom 27 microcatheter, but distal segment of phenom 27 was in a segment of a curve just proximal to aneurysm site when the device failed to open.